Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 26 mmol/l. The customer was corrected with insulin pump. The customer did not want troubleshooting for high blood glucose. Customer has been using insulin pump had pump error. Customer were able to clear the alarm and able to rewind the insulin pump. Customer assisted with self test and it was passed. Troubleshooting was performed for stuck button alarm. The insulin pump will not be returned for analysis.